Event description:
Event description cpi received information that during an interrogation of this implantable cardioverter defibrillator (ICD), a message indicating the device was in a fallback mode was displayed. Clinical information indicates that it appeared as though the shock energy was not completely delivered. An x-ray of the system revealed a possible fracture of the transvenous defibrillation lead, model 0064 sn 008855.